Event description:
The customer reported the unit does not power on with ac power and does not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit does not power on with ac power and does not charge the battery. There was no reported pt involvement. The customer localized the problem as a defective ac power model. The ac power module was not available for eval. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the unit does not power on with ac power and does not charge the battery.